Manufacturer narrative:
Date of event: was not known. The date of the event was provided as approximately (B)(6) 2019. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr, qc 2: 3.7 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The result alleged by the customer was not observed in the meter¿s patient result memory and the time and date were not set correctly. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to his physician's roche meter while troubleshooting unexpected low inr results. The physician's meter serial number was not provided. At 11:20 pm the result from the meter was 2.1 inr and the result from the physician's meter was 2.9 inr. There was no allegation of an adverse event. The customer's condition was "great". The customer mentioned receiving error messages, that the heater plate was not symmetrical, and that the heater plate had blemishes that could not be cleaned. The customer's therapeutic range was 2.0 - 3.0 inr.